Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Coolsculpting system: 1) (B)(6), catalog number: sa16789, primary UDI number: (B)(4), lot # ni, device mfg date: 7/10/2018. 2) (B)(6), catalog number: sa16789, unique device identifier (UDI) #: (B)(4), lot # ni, device mfg date: 7/10/2018.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting system on (B)(6) 2023 and (B)(6) 2024 to the abdomen using the cooladvantage plus coolcurve plus applicator and to the flanks using the cooladvantage coolcurve plus applicator and coolsmoothpro applicator. Patient's medical indicated possible paradoxical hyperplasia (ph) to the treated areas.